Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. It was reported that approximately two years post stent graft implant the patient was in for follow-up appointment. The CT demonstrated that due to disease progression, resulting in dilatation of the aortic neck, the stent graft has migrated. However there are no endoleaks present. Thy physician elected to implant another manufacturers aortic cuff. No additional clinical sequelae were reported and the patient is fine.